Manufacturer narrative:
Subject device is not available

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm located at the basilar artery, the stent (subject device) did not open immediately but took a few minutes to deploy. Consequently, the blood flow ¿sucked¿ the stent into the aneurysm. The physician was able to pull the stent back into the delivery catheter as much as he could and remove it completely from the patient¿s body. There were no adverse consequences to the patient. It was mentioned that the vasculature was initially tortuous.

Manufacturer narrative:
Expiration date: updated. Manufacturing date: updated. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported premature coil detachment cannot be determined.

Event description:
It was reported that during stent-assisted coil embolization of an aneurysm located at the basilar artery, the stent (subject device) did not open immediately but took a few minutes to deploy. Consequently, the blood flow ¿sucked¿ the stent into the aneurysm. The physician was able to pull the stent back into the delivery catheter as much as he could and remove it completely from the patient¿s body. There were no adverse consequences to the patient. It was mentioned that the vasculature was initially tortuous.